Event description:
It was reported that the blocker caps stripped out during final tightening, three times.

Manufacturer narrative:
Method: risk assessment. Results: manufacturing files were not reviewed because no parts or lot number were provided. Conclusion: the probable cause is not determined due to lack of returned parts.

Event description:
It was reported that the blocker caps stripped out during final tightening -- three times.